Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer's bolus history was incorrect. The customer stated their carelink report showed they were bolusing .9 times a day when they were bolusing two to three times a day. It was also found there were boluses missing from the bolus history. The customer's blood glucose was 322 mg/dl. The customer treated their high blood glucose with a 4.3 unit bolus correction. No additional information provided.